Event description:
It was reported that the patient had an obtryx system - halo implanted on (B)(6) 2022, during a total vaginal hysterectomy with bilateral salphingectomy, high uterosacral ligament colposuspension, perineoplasty, and cystoscopy procedures. The sling was positioned at the mid-urethra in a tension-free manner using prolene mesh, with excess mesh trimmed. The vaginal epithelium was closed with running vicryl sutures, and sling incisions were sealed with dermabond. Cystoscopy confirmed normal bladder integrity and brisk ureteral efflux. The patient tolerated the procedure well with no intraoperative complications and was transferred to recovery in stable condition. Following the procedure, the patient has since experienced complications, including pelvic pressure, pelvic pain, urinary hesitancy, dyspareunia, back pain, and pain in the upper buttocks. The patient also experienced a pulling sensation while urinating, which led to a pelvic mesh excision surgery. As a result of the implanted device, the patient suffered significant pain, unnecessary expense, embarrassment, disfigurement, and harm. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages such as significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and medical expenses due to the implantation of the device. On (B)(6) 2024, due to persistent urge urinary incontinence and pelvic pain following the prior transobturator sling placement, the patient underwent excision of the mid-urethral sling, urethrolysis, urethroplasty, and cystourethroscopy. The sling was dissected from surrounding tissues and transected bilaterally near the pubic bone. Because the sling was close to the urethral mucosa, the mucosa was reapproximated with monocryl sutures. Copious irrigation and hemostasis were achieved, and cystoscopy confirmed no residual mesh or bladder injury. There were no complications, and the patient was stable postoperatively.

Manufacturer narrative:
Block h2: additional information. Blocks a2 (date of birth), b5 (describe event or problem), b7 (other relevant history), and h6 (patient code) have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of may 11, 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2311 - captures the reportable event of pelvic pressure. E2330 - captures the reportable event of pelvic pain, back pain, and pain in the upper buttocks. E2401 - captures the reportable event of urinary hesitancy. E1405 - captures the reportable event of dyspareunia. E1705 - captures the reportable event of burning sensation. E2308 - captures the reportable event of disfigurement. E1301 - captures the reportable event of pulling sensation while urinating. The imdrf impact code capture the reportable event of: f1903 - captures the reportable event of device excision.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 11, 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2311 - captures the reportable event of pelvic pressure. E2330 - captures the reportable event of pelvic pain, back pain, and pain in the upper buttocks. E2401 - captures the reportable event of urinary hesitancy. E1405 - captures the reportable event of dyspareunia. E1705 - captures the reportable event of burning sensation. E2308 - captures the reportable event of disfigurement. E1301 - captures the reportable event of pulling sensation while urinating. The imdrf impact code capture the reportable event of: f1903 - captures the reportable event of device excision.

Event description:
It was reported that the patient had an obtryx system - halo implanted during a procedure and has since experienced complications, including pelvic pressure, pelvic pain, urinary hesitancy, dyspareunia, back pain, and pain in the upper buttocks. The patient also experienced a pulling sensation while urinating, which led to a pelvic mesh excision surgery. As a result of the implanted device, the patient suffered significant pain, unnecessary expense, embarrassment, disfigurement, and harm. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages such as significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and medical expenses due to the implantation of the device.